Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the reported detachment and material protrusion/extrusion in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed for the protrusion of the mandrel. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtr (90605u142) was prepared per the instructions for use and advanced into the patient without issues. The leaflets were grasped successfully and the clip was deployed. However, during continuation of the deployment process, when the mandrel was released it pulled out 3 inches and detached from the cds and was hanging. There was no resistance felt during retraction. Deployment process continued successfully, with removal of the lock and gripper lines. Another mitraclip xtr was also implanted without issues, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.